Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in several inappropriate shocks and greater than 2500 ohm pace impedance measurements. Technical services (ts) suspected that this lead was fractured. As a result, therapy was programmed off, and this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received that this rv lead was confirmed to be fractured. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Correction: h6 device codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in several inappropriate shocks and greater than 2500 ohm pace impedance measurements. Technical services (ts) suspected that this lead was fractured. As a result, therapy was programmed off, and this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received that this rv lead was confirmed to be fractured. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in several inappropriate shocks and greater than 2500 ohm pace impedance measurements. Technical services (ts) suspected that this lead was fractured. As a result, therapy was programmed off, and this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received that this rv lead was confirmed to be fractured. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in several inappropriate shocks and greater than 2500 ohm pace impedance measurements. Technical services (ts) suspected that this lead was fractured. As a result, therapy was programmed off, and this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.